Event description:
My saline implants are making me increasingly more sick. Physical symptoms not present before implants includes; fatigue, inflammation, digestive issues, memory loss, brain fog, rash, chronic sinus infections/ear infections/ other illnesses, joint paint, headaches, neck and back pain, muscle twitches, anxiety, depression, hysterectomy, shortness of breath, stapling chest pains and headaches.